Event description:
It was reported that the device reports one thousand twenty six short ventricle to ventricle intervals for the past four months. There is a question as to whether there is possible electromagnetic interference sources that may be causing this. An attempt to recreate the short counts on electrogram in the clinic were unsuccessful. The lead and device remain in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).